Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx2, right internal iliac artery detachment is confirmed. The reported hemorrhage is unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the reported event is user- and anatomy-related due to the following contributing factors: off-label case as the right common iliac distal diameter measured 6.1mm and the left common iliac distal diameter measured 9.4mm (device if requirement should be 10-23mm), and the iliacs were tortuous and heavily calcified (anatomy-related). No procedure-related harms could be determined. The final patient status was reported as deceased. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3 awareness date h6 medical device problem codes; remove 3190 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela suprarenal proximal extension, an ovation ix iliac limb and an ovation ix extender. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx2 system per device IFU. During the initial implant procedure, the patient's right internal iliac partially detached from the common iliac, causing the patient to bleed out (hemorrhage) and decease. It was noted that the physician was aware the case was off-label, but felt this was the only way to treat the patient's aaa. In addition, the patient's anatomy may have been a contributing factor to the final outcome (patient death).

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.